Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms and after each alarm, the infusion set site was changed. The customer also received a malfunction alarm. Blood glucose was 360 mg/dl. The customer reverted to using insulin injections for insulin therapy.

Manufacturer narrative:
The device investigation has been performed and the alleged issue was verified for the reported malfunction alarm. The reported occlusion was verified in the pump logs; however, investigation for the occlusion could not be completed as the cartridge was not returned.